Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the device "crashed, cannot boot up." There was no reported patient involvement/adverse patient impact. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
This is a duplicate of pr (B)(4) reported on MDR 1218950-2018-08852.

Manufacturer narrative:
Updated customer and institution information requires a follow-up report.